Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that through a remote monitoring warning, the physician observed high out of range pace impedance measurements and oversensing, on this lead. The patient was called to return for a system evaluation, at which time this lead was confirmed via x-ray imaging, to be fractured. Surgical intervention later took place and the lead surgically abandoned and replaced. No resulting adverse patient effects were reported.